Event description:
After nearly 3 years that the dental implant was installed in intraoral region #3, occurred its fracture. Dentist reported that patient went to the office with an abutment mobility. At the moment of its removal, it was possible to see that the implant was fractured, so it was removed as well.